Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3 - date of event estimated as 8/24/2024. D4 - the UDI is not known as the part and lot number were not provided.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device. Reportedly, an unknown failure occurred and the device was unable to be removed from the patient. Surgery was used to remove the device and achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) review could not be conducted because the part and lot number were not provided. A query of the complaint handling database could not be conducted because the part and lot number were not provided. Without the device returned for analysis and a specified failure mode a conclusive cause not be determined. Factors that contribute to entrapment include, but not limited to, tissue or suture caught in foot, foot not fully parked, device edges catching artery wall. The treatment appears to be related to circumstances of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.